Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open spine procedure, at the final skin closure, both needles detached from the thread broke for two sutures. To resolve the issue, the staff opened another suture and the needle stayed on the thread. There was no patient injury.